Event description:
A report was received that states that the pilot balloon detached from the inflation line of the tracheostomy tube after 2 weeks in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.